Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni - the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with two ventral hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "two hernias were encountered, one was at the level of the umbilicus which was quite large and other one about 1 cm. The hernia sac was excised, a large ventralex mesh was placed." (B)(6) 2014 - patient was diagnosed with small bowel obstruction due to band from the prothesis thereby underwent open repair. Per operative notes, "the omentum which was quite fatty and thick was adherent to the umbilical repair prothesis and as soon as it was lysed and this cause of the bowel obstruction." (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair. Per operative notes, "the hernia was present in the epigastric area at the site of his previous incision. The hernia sac was incised and a lot of adhesions present between omentum and sac. A synthetic mesh was placed to repair the defect." (Note: there was no mention/visualization of previously placed ventralex mesh during repair). Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had mesh adhered to omentum, depression, anxiety, worry and stress.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, bowel obstruction and adhesion thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.